Event description:
During an accessory pathway ablation, the 800xp generator automatically shut down after 4-6 seconds of rf energy delivery with no error message. This happened several times consecutively. The procedure continued with another manufacturer's generator (the blazer ii catheter and cable were not changed). The ablation was successful, but the pt complained of chest pain during the procedure that subsequently was diagnosed as pericarditis approx 36 hours later. Pt treated with medications. The pt's EKG was normal at follow-up approx two weeks after the procedure. The pt remained on endosin for minor chest pain. A 3-month post ablation follow-up is scheduled.